Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2019-01998. This report is associated with MFR report number: 3005168196-2019-01997. Results: the pet lock was intact on the proximal end of the pusher assembly. Bends and kinks were present throughout the length of the pusher assembly. The pusher assembly was fractured approximately 143.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. The stretch resistant wire (sr wire) was fractured and the embolization coil was unraveled. Conclusions: evaluation of the returned podj revealed a fractured sr wire and unraveled embolization coil. If the device is forcefully retracted against resistance, damages such as these may occur. The lantern identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed pusher assembly kinks, a fractured pusher assembly and the embolization coil was detached from the pusher assembly. These damages were likely incidental to the reported complaint and may have occurred post procedure or during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a pre-nephrectomy coil embolization in the left renal vein and left renal artery using pod packing coils (podjs) and a lantern delivery microcatheter (lantern). During the procedure, the physician had successfully placed five coils in the target vessel using the lantern. While advancing the next coil, a podj, through the lantern in the target vessel, the physician experienced resistance, and it became stuck; therefore, the physician decided to retract the podj. It was reported that not one centimeter came out of the tip of the lantern. While retracting the podj, the podj tore; therefore, the lantern containing the torn podj was removed. The procedure was completed using another lantern and pod packing coil and six ruby coils. It was noted that reduction of renal blood flow on the left side was successful as previously intended for the subsequent nephrectomy procedure. There was no report of an adverse effect to the patient.